Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim#:(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm513.2, -11.00/1.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to elevated iop (28mmhg) without pupil block and angle closure (assessed 03/jan/2022) excessive vault on (B)(6) 2022. This resolved the problem. Reportedly eye quiet and patient happy.